Event description:
It was reported the patient received an inappropriate shock due to oversensing in the right ventricular lead. It was further reported that there was high lead impedance, diminished r waves in the true bipolar sensing configuration, and suspected lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The analysis performed revealed no anomalies were found. Concomitant medical products: d224drg implantable cardioverter defibrillator (ICD), (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met; the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Fifteen non-sustained tachycardia (nst) and 2 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle are recorded on (B)(6) sep 2013. Thirty six hundred and thirteen (3613) of 6124 lifetime v-sic occur since (B)(6) 2013 and the lia triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. The maximum defib impedance rises from an approximate baseline of 40 ohms to greater than 200 ohms the week ending (B)(6) 2013.